Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- it was reported that on an unknown date the, socket wrench had failed in calibration. The repair technician reported the device required further testing at the vendor. The device was found out of calibration at 6.822 nm, which is out of specification of 5.0 to 6.4 nm. The cause of the issue is unknown. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 50. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part #: 03.641.004. Synthes lot #: h430307-06. Supplier lot #: h430307-06 . Release to warehouse date: 12 feb 2012; 30 dec 2019. Supplier: (B)(4). No ncr's generated during production. Device history review :review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a synthes sales representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the socket wrench had failed in calibration. There is no known patient or case involvement. This report is for a socket wrench. This is report 1 of 1 for (B)(4).